Manufacturer narrative:
H3. Analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6)) revealed " cable assembly has a frayed cord". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s deep brain stimulation implantable pulse generator desktop charger experienced a broken connector pin and would not charge. The patient stated they are very careful when using the device due to having unsteady hands and reported no warning signs prior to noticing the issue. The patient also mentioned a previous occurrence of a device part failure years ago, which was resolved with a replacement. A request was made to replace the desktop charger. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.